Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone was peeling from the jaws in the middle of the pa doing the vein harvest. There were no detachment observed. There was a procedural delay to open a new device. A second vh-4000 was opened to complete the case. There were no effects to the patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 07/02/2025. An investigation was conducted on 7/10/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed. The lot # 3000465362. History record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.